Event description:
New information received notes the right ventricular (rv) lead was extracted and replaced. The patient was stable before, during and after the procedure

Event description:
It was reported that the patient was asymptomatic and did not pace much. It was noted that the right ventricular (rv) lead's pacing impedance had increased, capture thresholds were high, and sensing had also declined on the right ventricular (rv) lead. A rv lead fracture was suspected. The rv lead was implanted and being monitored. Lead replacement in the future was discussed. The patient was stable.